Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the battery failed while monitoring a patient. When the user switched on the monitor and inserted the battery, the monitor shut off. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the battery failed while monitoring a patient. When the user switched on the monitor and inserted the battery, the monitor shut off. The device was in use on a patient and there was no adverse event to patient or user. One battery was returned to the philips failure analysis lab for failure analysis. The reported problem was verified. The battery was received with elastomer contaminated resulting in intermittent connectivity issues. The contaminated elastomer was replaced, and all tests were repeated with no issues reported.